Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed due to transmitter not found/incomplete status. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation. H3a device evaluated by mfg - additional information. H3b evaluation included - additional information. H6 codes: type of investigation - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.